Event description:
It was reported to philips that during installation and configuration, the system made a loud popping sound, followed by a burning smell. The report indicated that harm occurred; however, no further details regarding the alleged harm have been provided to date. An investigation into this complaint has been initiated by philips.